Manufacturer narrative:
(B)(4). Results of investigation: vyaire medical was able to verify the customer¿s reported issue during testing and evaluation. The ventilator was tested with a known good ac adapter and known good patient circuit connected. The ventilator alarmed "blower demand exceeded" immediately following power on. Bench testing revealed a malfunctioning blower module was creating the alarm. Bench testing revealed the blower module has seized. Vyaire replaced the blower module to address the reported issue.

Event description:
It was reported to vyaire medical that the ventilator is giving a "blower demand exceeded" error. While in service, it was confirmed that the error was due to the blower seizing. There was no patient involvement associated with this complaint.